Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and falling impedance. It was noted that the patient was experiencing chest pain. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.